Event description:
One incident of an air leak on the arterial chamber between the chamber cap and side arm tubing. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl = 300cc. The complaint sample was discarded at the time of the incident. There was no patient injury or need for medical intervention reported. This MDR is filed for blood loss only.